Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was going to hang a dose of zosyn. The pump read "infusion complete." The nurse pressed the silence key and "just before she was going to set up the lines she saw it free flow." The saline free-flowed intermittently by flowing for a few seconds, stopping completely, and then free-flowing again. The pump was turned off and there was no report of any patient harm.

Manufacturer narrative:
Concomitant product(s): a 500ml baxter bag ndc 0338-0049-03, lot y216044, exp feb 18, 0.9% sodium chloride injection; 100ml baxter bag ndc 0338-0553-18, lot p355719, exp oct 17, 0.9% sodium chloride injection with 3.375 grams per vial piperacillin and tazobactam ndc 0781-335094, lot 6l17tq, exp 08 2019; therapy date (B)(6) 2016. The customer¿s report of a free flow of saline was not confirmed. Analysis of the pcu event log shows that at 4:10 pm on (B)(6) 2016 the device was programmed to infuse a primary infusion of an unidentified drug at a rate of 20ml/hr and a secondary infusion of an unidentified drug at a rate of 25ml/hr. Both the secondary and the primary infusions completed as programmed and then the device went into kvo. The pcu event log shows the user silenced the pcu while the pump module was in kvo. It is possible that what the user observed was the device in kvo and the drops that quickly flow during the fill cycle. The volume recorded as being infused during this period was 23.956ml for the primary infusion and 100.007ml for the secondary infusion. There were no anomalies, leaks or backflow observed with either the primary or secondary set. The root cause of the customer¿s report of a free flow of saline was not identified. No devices received, log review only.